Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken/removed. It was also observed that the top case corners, right plunger case and battery door were cracked. A non-original equipment manufacturer battery was identified. Review of the event history log showed multiple occurrences of "occlusion-check infusion line" errors. Functional testing found the force sensor value would fluctuate greatly when no pressure was applied. The plunger cable wire insulation was damaged and the wire underneath was exposed. Complaint was confirmed. Root cause attributed this issue as a result of the customer's physical damage to the device. The plunger cable was replaced. Per service history review this device has not been in for service previously. With no indication of a manufacturing defect found during evaluation, no device history review was performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service while doing a force sensor test; the force sensor went off when the force went to 15 pound, it jumped and it build no pressure in the syringe stating occlusion failure of clutch fail. No patient injury was reported.